Manufacturer narrative:
D1 - brand nameevo/evo+visian implantable collamer lens. D2a - common device name phakic toric intraocular lens. D2b - product code qcb. D4 - model number vticm5 13.2 (-13.0/1.5). D4 - catalog number vticm5 13.2. D4 - s/n (B)(6). D4 - expiration date 07/31/2027. D4 - UDI (B)(4). D5 - health professional. E1 - inital reporter: simo vision. G2 - report source: foreign, health professional, other, netherlands. H4 - device manufacture date: 25-aug-2024. Claim (B)(4). Claim# (B)(4) for fellow eye.

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vault. Lens remains implanted. Reporter stated iop controlled by medication. Cause of the event is unknown.

Manufacturer narrative:
Claim# (B)(4). See claim# (B)(4) for fellow eye.